Event description:
It was reported that during a cadaver lab with a surgeon, the checkpoint pin broke off in the tibia of the specimen. The rep had to dig into the bone to recover the pin. It was reported that another checkpoint pin had broken in a sawbone demo, it was assumed initially that it could have broken due to the hardness of the sawbone.

Manufacturer narrative:
H3, h6: the device, intended to be used during treatment, was not made available to the designated complaint unit for evaluation and photos were not provided. Thus, visual inspection could not be performed. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review was performed and found similar reports of the reported product problem. This issue will continue to be monitored. A relationship between the device and the reported issue could not be established. The checkpoint pin breakage could not be confirmed as no part or photos were returned.